Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) was unable to establish a connection between the implantable neurostimulator (ins) and the communicator during the procedure. The rep exited the work flow and tried again, restarted the communicator application, and the physician took the ins out of the pocket as he was suturing it closed, but a connection still could not be established. It was stated the rep had the physician take the ins out of the pocket in case it was too deep; however, it was added that ¿it was not.¿ the ins was replaced with a new ins at the time of the procedure and the issue was resolved. It was noted there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was additionally noted the patient had a medical history that included arthritis. There were no complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found that the device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.